Event description:
It was reported that customer experienced frequent pump alarms and pump later shut off due to low battery after rapid battery drain of unknown cause. There was no reported impact to the customer¿s blood glucose level. Customer pump was evaluated and found to start, charge, and connect to computer with history showing rapid battery level reductions and multiple low and very low battery alerts before shutoff, and customer was provided replacement pump while original pump was returned for further analysis. The customer reverted to an alternate method of insulin therapy.